Manufacturer narrative:
Corrected data: a review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there has been one other event for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The trident ceramic inst rmvl tool was used to remove a competitor's implant. This use is not sanctioned by stryker and as such is considered an off label application of the device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that during a competitor removal and stryker implantation the surgeon used instrument to remove the metal insert from the head and the instrument broke. Did not cause any delay in surgery.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that during a competitor removal and stryker implantation the surgeon used instrument to remove the metal insert from the head and the instrument broke. Did not cause any delay in surgery.